Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that during the implant attempt, the physician had difficulty with the port and the setscrew on the left ventricular port. The impedance was also high. The device was not implanted as the physician asked for a new device. No patient complications have been reported as a result of this event.